Event description:
A site representative reported that in a skull base surgery, the navigation system loaded CT imaging in normal orientation on thumbnails and reversed orientation in primary guidance pictures, leading to incorrect location information of instruments during skull base surgery. Error was noted under direct endoscopic visualization with no harm done to patient. Anatomic configuration confirmed and verified using hard-copy printed CT images which allowed them to complete the case successfully without the use of navigation. There was no impact to the outcome of the patient.

Manufacturer narrative:
Patient identifier was not available from the site. After the reported event, the surgeon looked deeper into the disc that he had burned from the hospital network. He found that the discs had been burned incorrectly which was the cause of the issue. He also noted that he tried loading the disc on both of the site's navigation systems again and there is a warning that pops up alerting the user that there may be a problem with the image and asks them to verify that the data imported correctly. The surgeon accepted responsibility for missing this error message and for not checking orientation prior to patient registration. He believes that both of the navigation systems are in normal working order and were not to blame for the issue. A medtronic representative discussed the nuances of standard vs. Radiographic views and the user controlled settings in admin with the surgeon. He also instructed them on how to use the 'reorient' tool if it is determined that the data is in the wrong position. The surgeon was satisfied with the training and resolution of this issue, but requested a software feature request of a link between the radiographic/standard setting of the lightbox vs thumbnail images such that they would always be in the same orientation. This, he believes, would avoid future confusion. The software investigation found that the reported event was related to a user imaging issue. The image orientation labels were incorrect in the archive. The feature request was documented in a medtronic navigation software anomaly tracking database.